Event description:
Patient had been re-admitted to facility for intra-abdominal bleeding post-laparoscopy. While in facility, patient found 4.0 mm cone shaped attachment in vagina. Physician was called and he removed object without complication. Per physician, no evidence of physical harm; however, patient believes this caused post lap bleeding and pain. Patient hads object and remainder of device (i.e., tubing) was thrown away after procedure was done since it was a disposable itemdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.